Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. The lead remains in service. No adverse patient effects were reported.